Event description:
Customer reports the softclix plus lancet device (batch number bas024) will not retract. No accidental needle stick occurred. The customer did not provide the location the malfunction occurred. Upon evaluation by the MFR, it was found that the lancet protrudes from the device upon insertion, device does not eject the lancet, and that the device does not prime/release the lancet. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix plus lancet device.